Manufacturer narrative:
(B)(4) . The device was returned to baxter for evaluation. The increased intra-peritoneal volume (iipv) event was identified during a review of the event history log. The cause of the iipv event was determined to be a false empty detect and use error, further specified as the minimum drain volume percent was set too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 22:07:21. During night drain cycle three, the patient's ultrafiltration reading was 1196ml, indicating the home patient drained 1196ml more than their maximum programmed fill volume of 1800ml. No additional information is available.